Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm, having an unexpected breath rate and low inspiratory tidal volume (vti) levels was confirmed. Ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure) during testing. Ventec then replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm and ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. Additionally, the reporter advised that the device's inspiratory tidal volume (vti) levels were low and that its breath rates were not as expected. The reported issues were observed during a training exercise. There was no patient involvement associated with the reported event.